Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for a basic evaluation. It was reported that trial patient was out of it, busy and tired the day prior to the report. Patient stated when referring to data being secure, they stated that no one wanted to get peed on. Furthermore, they were told they would feel stimulation in the vaginal area however they felt it in their lower back. Patient stated that the left lead worked better than the right lead, and that they didn't feel the evaluation worked for them until they were on the left lead. No further complications were reported.